Event description:
Same case as MFR #6000093-2007-01635, 6000089-2007-01636. It was reported that during a coronary drug eluting stenting treatment procedure, slow deflation and balloon withdrawal difficulty occurred. The lesion being treated was located in the left anterior descending (lad). The lesion was diffuse, 99% stenosed, moderately tortuous, and calcified proximal to the mid lad. The physician attempted to advance a 2.50 x 14mm non-bsc balloon to the mid lad for predilation, but was unable to cross the lesion. Next, the physician advanced 2.50 x 16mm non-bsc balloon to the lesion for predilation. The physician was able to reach the lesion and inflate the balloon. The physician attempted to use ivus imaging, but was unable to cross the lesion. Next, the physician advanced and deployed a 2.5x 16mm taxus express2 drug eluting stent in the distal to mid portion of the lad at 12 atms for 30 seconds. However, although contrast media came out of the balloon at 20 seconds under negative pressure, there was difficulty withdrawing the stent delivery system (sds), and the 7f match catheter was drawn into the left main trunk (lmt). The guide catheter was "fixed by hand" and the sds was withdrawn under negative pressure at 60-120 seconds. Next, the physician advanced and deployed a 2.75 x 16mm taxus express2 2 drug eluting stent in the mid lad to the distal portion of the proximal lad at 12 atms for 30 seconds. There was slow deflation and difficulty in withdrawing the sds from the stent. "It took a long time for contrast media to come out of the balloon" and sds was withdrawn in the same way as the first sds. Then, the physician delivered and deployed 3.00x12mm taxus express2 drug eluting stent in the proximal lad at 14 atms for 30 seconds. This time, the contrast media came out of the balloon under neutral pressure and the balloon deflated properly, however there was difficulty withdrawing the sds from the stent. The sds was withdrawn in the same way as the first two systems. Per the physician, "the ratio of the contrast media to saline was around 1 to 2 this concentration was that we could not dilute it any longer. The lesion was complex but the possibility of the device deficiency hasn't been ruled out." When the physician performed ivus imaging, it appeared that the stents may be elongated, therefore the stents might not be fully expanded. All of the stent balloons were removed intact, and there were no issues noted during inflation. There were no pt complications reported and the pt condition is listed as good.